Event description:
A customer observed analyzer error codes and imprecise vitros phyt results from quality control fluids on a vitros 5,1 fs analyzer. The customer states there was no allegation of pt harm as a result of this event.

Manufacturer narrative:
Investigation into this event has determined that the root cause was an immuno wash metering module that was out of adjustment on the vitros 5,1 fs analyzer. An ocd engineer was dispatched to the user's site and performed necessary repairs and adjustments returning the instrument to expected operation.